Manufacturer narrative:
An event regarding a trial breaking during surgery involving a partnership trial head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not provided. Medical records received and evaluation: not performed as the medical records were not provided. Device history review: not performed as the lot ID was not provided. Complaint history review: not performed as the lot ID was not provided. Conclusions: the exact cause of the event could not be determined because the device was not returned for investigation. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Surgeon was trialing with an accolade ii broach/trial neck (37mm 127) with a v-40 36mm +0 trial head. While trialing the head trial broke in half. Hospital had an additional accolade ii pan with +0 trial head. Surgeon proceeded with case. No complications.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Surgeon was trialing with an accolade ii broach/trial neck (37mm 127) with a v-40 36mm +0 trial head. While trialing the head trial broke in half. Hospital had an additional accolade ii pan with +0 trial head. Surgeon proceeded with case. No complications.